Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate the mesh. The subject device was discarded by user facility. Review of a photo provided depicts a mesh in vivo with sorbafix fixation fasteners fixated to the mesh. One of the fasteners appears to be a proud fastener that did not fixate into the mesh/tissue. Based on the photo evaluation and investigation performed, the reported event is confirmed however, without the sample, we are unable to further evaluate for root cause review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) included with the device states "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used". The precautions (IFU) included with the device states "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment". Not returned - sample discarded.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, while attempting to fixate the non-bard/davol mesh using bard/davol sorbafix enhanced fixation device, the fasteners did not fixate to the mesh. As reported, another device was used to complete the procedure. There was no reported patient injury.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, while attempting to fixate the non-bard/davol mesh using bard/davol sorbafix enhanced fixation device, the fasteners did not fixate to the mesh. As reported, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate the mesh. The subject device was discarded by user facility. Review of a photo provided depicts a mesh in vivo with sorbafix fixation fasteners fixated to the mesh. One of the fasteners appears to be a proud fastener that did not fixate into the mesh/tissue. Based on the photo evaluation and investigation performed, the reported event is confirmed however, without the sample, we are unable to further evaluate for root cause review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) included with the device states "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used". The precautions (IFU) included with the device states "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment". Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report information regarding the corrected event date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.